Event description:
Another ER pt also required transfer due to CT scanner being inoperative.

Event description:
Radiology tech was called in to scan an ER pt. She arrived at 10:45 pm and tube warm up was completed. Pt scans were started around 11:00 pm (head & chest). Scans were completed and pt was transferred back to ER. Radiology tech was ready to leave hosp at 11:55 pm when she was notified by ER that they had another pt. The pt was brought to scanner room and the scout view was taken at about 12:15 am. Several scans were performed before the machine malfunctioned. The pt was immediately returned to ER where transfer proceedings to another trauma hosp were initiated. Hosp then went on diversion until CT scanner was operational. Ge was called to come & look at machine.